Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (29 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.014% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who bilateral axillary abscesses 3.5 months post miradry treatment. An abscess in the right axilla was drained at the ER about 2.7 months post-treatment. Two abscesses in the left axilla was drained at the treating clinic at 3.2 months post-treatment. Antibiotic, doxycycline, was prescribed. Both affected areas were healing nicely. Treating physician diagnosed the symptoms as hidradenitis suppurativa, a chronic skin condition.